Event description:
It was reported that during power-on before use, the cs100 intra-aortic balloon pump (iabp) unit has an electrical test failure code. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions, site name: affiliated hospital of (B)(6) medical university. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during power-on, the cs100 intra-aortic balloon pump (iabp) unit has an electrical test failure code. There was no personal injury reported.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that the cs100 intra-aortic balloon pump (iabp) had electrical test failure. Power-on reported electrical test failure, code #50, customer reported for repair. There was no patient involved or adverse venet reported. A getinge field service engineer (fse) was dispatched to investigate the issue. He reported power-on reports electrical test failure, error code #50, on-site inspection is that the motor is not running. The fse replaced the pump assay ((B)(4)) to resolve the issue. After replacing the motor, the test is normal, the equipment has passed all the performance and safety index tests specified by the factory.

Event description:
N/a.